Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. The clinicians obtained another set of electrode pads and were unable to obtain an ECG signal. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file for this event indicates that the device had hands free electrode pads attached and the pads were properly identified and recognized by the device. The file showed that the ECG signal did not display on the screen because the end user had the lead view selected rather than the pads view. ECG leads were also attached and the signal is eventually displayed via leads I and ii. Analysis of reports of this type has not identified an increase in trend.